Manufacturer narrative:
The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during the patient's hemodialysis treatment. The blood leak was visible within the dialyzer. No dialyzer damage was visible. A blood test strip was used and it tested positive. The machine did alarm. The patient's estimated blood loss was approximately 250ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device was not available for a manufacturer evaluation as it was discarded by the user facility.